Event description:
The customer contact reported the device touchscreen is out of calibration. The device was returned to the biomedical department for a report of touchscreen is out of calibration. No specific patient information, pump programming, or event details were provided. There were no reports of adverse patient events or delays in critical therapy while the device was in clinical use. During testing at the user facility, it was noted that the touchscreen was out of calibration. No additional information was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing the touchscreen was found to be out of calibration. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.